Event description:
The rptr did back to back blood glucose tests, one after the other, using different finger sticks and strips. Rptr's results were 200 and 160 mg/dl. Rptr did not have any symptoms. The strips rptr had tested with were expired. A control test could not be done due to lack of strips and control. On follow-up, reporter states with new strips the tests are higher than expected. Rptr is working with dr to adjust medications, and will do meter/lab tests next dr visit. Rptr verified full insertion of the strip with each test. No harm was alleged.